Event description:
The customer reported to corporate product surveillance of an air eliminating anti-siphon set that the slide clamp broke in two pieces. The medication being administered is unknown. The customer explained that the clamp breaks when inserting into the pca pump. The condition occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.